Manufacturer narrative:
Section e: initial reporter is unknown g2: the country of the event is japan g4: this product is not marketed in us but a similar device with product number c01a with 510(k) # k041584 and UDI (B)(4) is marketed in the us. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having balloon kyphopl asty procedure at l2 for primary osteoporosis and a compression fracture. It was reported that the cement hardened earlier than expected during injection, making it impossible to complete the injection with the initial set, the mixer, and balloon kit were replace d as it was unusable, and the procedure was successfully completed with new products. The cement was stored and handled correctly, mixed for about 90 seconds. This event caused a delay of less than 60 minutes in the overall procedure time. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis of product:(B)(4), lot:el70355 visual inspection confirmed the cement has been mixed and used in the mixer. Unable to determine viscosity of cement at the time of mixing/use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.